Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified left coronary artery. A wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a pinhole form during first inflation at 6 atmospheres. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. There were no patient complications, and the patient was in good condition after the procedure.